Event description:
Procedure: hysterectomy reportedly, bleeding occurred after a vessel was sealed. The surgeon cauterized and tied off the vessel to mitigate the bleeding. There was no reportedly injury.